Event description:
It was reported that this air hose burst in the operating room while not in use but connected to the power supply. There was no report of injury, but a delay of one hour resulted to obtain a backup unit. This delay also resulted in rescheduling of other scheduled procedures.

Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem and found both the inner and outer hose burst in the middle of the device related to wear. A review of repair records found this hose was last serviced in 2006. The instruction manual for handpieces warns the user of the following: ensure all attachments, accessories and hoses are correctly and completely attached to the handpiece. Always inspect hoses for signs of wear or damage. Do not use worn or damaged hoses. Replace immediately. Check all equipment for any air or nitrogen leakage. If leakage is noticed, return for service. Caution: do not exceed 100 psi operating pressure unless a hose longer than the standard 10 ft.